Event description:
It was reported, the light beam of the rigid video telescope lost intensity depending on its position. It is unknown when this occurred or if it involved a procedure. A request for addtional information is in progress. There were no reports of patient harm.

Manufacturer narrative:
E1: facility- (B)(6) hospital. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and required corrections. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d4 - unique device identifier (UDI) #, d9 - device available for evaluation, g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusion), h10 and h11. Corrected fields: e1 - address 1 (inadvertently the information typed was wrong), e1 - city (inadvertently the information typed was wrong). The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.